Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the unknown component at the bone to implant interface. It was also reported that the patient had a well functioning reverse shoulder, when he fell and dislodged the glenoid component, breaking 2 screws in the process. The entire construct (metaglene, glenosphere, 4 screws, was loose due to the trauma and came out in one piece.) Surgeon revised it to a tornier screw in baseplate, but left our stem in and replaced a 42 poly. Two of the screws were broken (42/36, and the broken pieces were left in the glenoid. Doi: (B)(6) 2016; dor: (B)(6) 2019 right shoulder.